Event description:
Drug/diluent: ropivacain 0.2%. Fill volume: 550ml. Flow rate: 8ml/hr. Procedure: unk. Cathplace: unk. It was reported that a pump emptied in 24 hours. It was overfilled to 550ml and set at 8 ml/hr.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional info pertinent to the event becomes available, I-flow will submit a f/u report. I-flow provides a "caution" on its dfu which states the following: cautions: do not under fill pump. Under filling the pump may significantly increase the flow rate. Flow rate is unpredictable if it is dialed between rate settings. The select-a-flow device should be worn outside the clothing and kept at room temperature. Temperature will affect solution viscosity, resulting in faster or slower flow rate. Select-a-flow have been calibrated using normal saline (ns) as the diluent and room temp (22 degree celsius, 72 degree fahrenheit) as the operating environment. Flow rate will increase approx 1.4% per 1 degree / 0.6 degree celsius increase in temperature and will decrease approx 1.4% per 1 degree fahrenheit / 0.6 degree celsius decrease in temp.